Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15239. The pt has 4 leads implanted (2 from one lot and 2 from a different lot) as part of her pns (off-label) system. It was reported the pt believed she was experiencing scabbing at the lead site. The pt denied any discomfort. Surgical intervention was undertaken on (B)(6) 2014, no scabbing at the lead site was present and the lead was repositioned. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.